Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and bloody. The heater was lifted up somewhat. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it self-activated when the cable was connected to the power supply. Based upon the functional test, the reported failure "would not deliver energy" was confirmed as an electrical problem. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the unit would not deliver energy. A new kit was used to complete the procedure. There were no patient effects. The product was returned.